Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during on site training by manufacturer representative the patient controlled analgesia pump module did not recognize the approved bd 30 ml syringe. No labels were attached around the syringe. As this was during education, there was no patient involvement.